Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, all the buttons reportedly is not responding. The audio bolus button is damaged and has small holes. There is no evidence of product misuse. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the display lens. A leak test was performed and a leak due to a cracked pump case was found. The pump case was opened and moisture was found throughout the pump interior. No damage was observed to the pump keypad cover. The keypad functionality could not be tested due to the moisture. The keypad cover was removed and no damage or contamination to the key contacts was found.